Manufacturer narrative:
(B)(4). Unit received unable to perform the displacement due to complete broken reservoir tube lip, broken battery tube threads and stripped battery cap(p) coin slot noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Information received by medtronic indicated that the insulin pump was not working properly and battery cap and compartment was damaged. Customer stated lip ring was also damaged. The customer stated that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.